Event description:
The customer complains about blood leak during treatment. Blood flow rate: 150ml/min dialysate flow: 500ml/min there was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres.